Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2005 - the pt underwent an umbilical hernia repair with placement of a bard composix kugel small oval patch. On several occasions within one month post-op, the pt was seen at a hospital by her physician for wound treatment, exploration and ultimately debridement. In 2008 - the pt's physician removed the infected mesh and repaired the umbilical hernia. Two weeks later, the pt continues to have problems and was treated for hematoma that had developed at the operative site. The pt suffered from pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the past, and will suffer pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the future.